Event description:
The patient sent me an email stating, "I reached out to you a while ago about needing to get the battery replaced on my gastric pacer and you connected me with a surgeon. I had my surgery this week and was told that along with replacing the battery, if they found that the leads were no longer connected, they would also fix that. However, in the surgery they found one lead was not connected but for some reason did not fix it, and instead are telling me I need another surgery later to do that. I am just hoping you can help me understand if this is normal or not. I am in a lot of pain recovering from the surgery and feeling very bad about needing to go through this all again just to finish what I was told would be done in the first surgery." I called the patient, and she states she had the replacement surgery done by on (B)(6) 2024. The patient states she has to go back in for surgery again to fix the leads and is waiting on a preauthorization. She states she is going to follow up with the office regarding questions on the surgery. The patient requested to be transferred to the technical services line. The patient did not provide the new device serial number.